Manufacturer narrative:
(B)(4)

Event description:
Additional information indicated the event is resolved with treatment (exchange). Also it was reported trace pco has been observed.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was exchanged 22 days postoperatively due to a refractive error and the patient not focusing correctly. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product was returned wrapped and adhesively taped in surgical gauze. Solution is dried on the lens. Both haptics are bent in the gusset and distal areas. The optic is torn/split/cracked and cut into pieces, typical of an insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a handpiece, and an non-qualified viscoelastic . Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. (B)(4).